Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Reprogramming efforts were performed and the plan is continue monitoring. Currently, this product remains in service and no adverse patient effects were reported.